Event description:
Baxter received a customer complaint in which the device was observed to flow at a rate of 6ml per hour when the expected flow rate was 3ml per hour. The device was filled with ropivacaine hydrochloride and normal saline. Fill volume was 100 ml. This incident was observed during patient use when the nurse observed at the end of the treatment that the infusion time was shorter than the expected time. No injury or medical intervention resulted from this incident.